Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two radiographic images were provided where it depicted the deployed denali filter and the distal aspect of its delivery sheath. On findings, it was noted that the denali filter seems to be fully expanded and it was noted that the distal aspect of delivery sheath is unremarkable. Based on the image review, failure to expand cannot be confirmed. Therefore, the investigation for the reported failure to expand is kept as inconclusive. One electronic photo was provided for review. One photo shows the delivery sheath where no filter is attached to the device. Therefore, based on the photo review, the reported failure to expand could not be confirmed. Therefore, the investigation for the reported failure to expand is kept as inconclusive. A definitive root cause for the alleged failure to expand could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2024), g3. H6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a vena cava filter placement procedure, after being deployed, the filter allegedly did not detach from the insertion catheter and got caught on the deployment mechanism. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure, after being deployed, the filter allegedly did not detach from the insertion catheter and got caught on the deployment mechanism. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and images were provided for review. The investigation of the reported event is currently underway. Expiration date: 05/2024.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two radiographic images were provided where it depicted the deployed denali filter and the distal aspect of its delivery sheath. On findings, it was noted that the denali filter seems to be fully expanded and it was noted that the distal aspect of delivery sheath is unremarkable. Based on the image review, partial deployment cannot be confirmed. Therefore, the investigation for the reported failure to expand is kept as inconclusive. Also, one electronic photo was provided for review. One photo shows the delivery sheath where no filter is attached to the device. Therefore, based on the photo review, the reported partial deployment could not be confirmed. Therefore, the investigation for the reported partial deployment is kept as inconclusive. A definitive root cause for the alleged partial deployment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, after being deployed, the filter allegedly did not detach from the insertion catheter and got caught on the deployment mechanism. There was no reported patient injury.